Manufacturer narrative:
Covidien reference: (B)(4). Although requested serial number of ventilator not provided.

Event description:
It was reported that when installing new part graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) the 840 ventilator remains with blank display. The ventilator was not in use on a patient at the time the event occurred.